Manufacturer narrative:
Additional information: engineering analysis: two units were returned in biohazard bags and 3 units were in their original packaging. Units 1 and 2 from the biohazard bags were disinfected and evaluated. The right bottom corner of both units had cracks in the cover and separation of the cover from the body. The three fully packaged units were opened and evaluated - units 3, 4 and 5. Unit 3 had cracks in the cover and separation of the cover from the body, as was seen in the biohazard bagged units. The inner tray did show crushing of the left corner on all units. This corner corresponds to the area of the drain that was damaged in units 1, 2 and 3. Drains could not have been shipped in this condition, as they would have failed multiple visual and automated inspections that take place during production. Engineering summary: root cause appears to be shipping damage incurred during transport and/or handling. Associated files: 1219977-2016-00046; 1219977-2016-00047.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated files: 1219977-2016-00046, 1219977-2016-00047.

Event description:
It was reported that the drain was bubbling as if the patient had a leak.